Event description:
The customer reported that the insulin pump was exposed to moisture. Troubleshooting was performed, and water under the liquid crystal display was noted. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display as a result of a corroded electronic assembly. Also, a corroded motor assembly noted during the visual inspection.